Event description:
A report was received that following a non device related procedure the patient is experiencing charging difficulty. Bsn sales representative indicated that during a non device related procedure electrocautery was used. Current company labeling warns against the use of monopolar electrocautery, (B)(4).

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests performed. The device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. The battery is depleting its charge at a rate which is within the typical ipg battery depletion rate. The charge profile revealed that when the patient had difficulty fully charging the ipg, the average charging current was low. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket.

Event description:
A report was received that following a non device related procedure the patient is experiencing charging difficulty. Bsn sales representative indicated that during a non device related procedure electrocautery was used. Current company labeling warns against the use of monopolar electrocautery, (B)(4).